Event description:
It was reported to philips that the flexvision pc does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that flex vision pc didn¿t start up. Upon troubleshooting, fse found that pc didn¿t power on and large monitor was not displayed. To resolve this issue, fse replaced flexviewing pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.